Manufacturer narrative:
The automated impella controller was received, but the investigation is not yet complete. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support. While on support, the automated impella controller (aic) displayed the following alarm: impella stopped. Controller failure.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name has been updated. H6 type of investigation code added.